Event description:
It was reported that a catheter issue occurred. The target lesion was located in the coronary artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During crossing the lesion, the tip of the catheter broke off. The device was removed and there were no patient complications reported.